Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient received inappropriate shock therapy for atrial fibrillation. The patient was given different medications to control the atrial fibrillation. The patient did not experience any adverse consequences.